Event description:
According to the reporter, two days after a laparoscopic gastric bypass, two reloads and one handle were used, the patient had to be re-operated and reinforcement with suture was done due to a bleeding gastric line. The patient's hospitalization was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.